Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the patient was charging more than expected. The reporter stated the patient had been receiving jolts from their implantable neurostimulator (ins). It was noted the ins was not holding a charge as it used to. The reporter stated they had not met with the patient and did not know when these things started to happen. It was noted the manufacturing representative was meeting with the patient because their ins needed to be replaced. It was further noted the patient was going to meet their healthcare professional today. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had an implanted device from a different manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).